Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2007 and a surgical miniarc procedure on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding, frequency, incontinence, and leakage. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to cystocele, rectocele, and incontinence. Following insertion, the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, and vaginal scarring. Sling removal and cystoscopy were performed on (B)(6) 2012 due to mesh erosion, vaginal foreign bodies, pain, and discomfort. (B)(4).